Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found: a cut on switch 1, angulation was below service standard, the control knob movement had play on both knobs, the distal end plastic cover had deep scratches, the objective lens had been chipped and had old adhesive, the light guide lens had been chipped and had old adhesive, the bending section cover adhesive had a crack, and the insertion tube was in rough condition (50 cm to insertion tube boot). In addition, the leak tests could not be done due to a big leak at switch 1 and due to the suction cylinder being blocked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a clogged suction cylinder from insufficient reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Based on the results of the investigation, it is likely that the event occurred due usage/user problem. A nurse mistakenly attached air/water valve to suction cylinder and it could not be removed (unknown when it occurred). The event can be prevented by following the instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.